Event description:
The lead was partially explanted during open heart surgery. The pt later experienced chest pain and it was discovered a piece of the j retention wire had perforated the right ventricle. The portion of j wire was removed.